Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no moisture damage on the electronic stack or motor. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip and a cracked case at the display window corner.

Event description:
The customer reported via telephone call that the insulin pump had condensation under the screen. The blood glucose reading was 142 mg/dl. The customer reported that she was on her bicycle all weekend and that she was sweating. The customer did not report any cracks on the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.